Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the sleeve falls off of 5 needles. No patient impact reported. The following information was provided by the initial reporter: "for disposable venous blood collection needles, in the first step of pulling out the cap, the needle in the cavity will be brought out.".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-august-21. E.1 initial reporter facility name: (B)(6) hospital. Bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose IV shield was observed. Additionally, the customer sample was evaluated by functional testing, removing the non-patient shield, and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the sleeve falls off of 5 needles. No patient impact reported. The following information was provided by the initial reporter: "for disposable venous blood collection needles, in the first step of pulling out the cap, the needle in the cavity will be brought out."